Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level was as high as 700 mg/dl. The user addressed the bg levels with a bolus via the pump and manual injections. Reportedly, the user cleared the alarm and would continue to use the pump until replacement pump is received. Additionally, it was confirmed that the user had an alternate method of insulin delivery.